Event description:
It was reported that during an unknown procedure malformed staples were found after firing. The crunch was clearly heard during the firing. Changed to hand sewing to complete the procedure. No adverse event on the patient. As the patient had hepatitis, sample had been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.